Event description:
During a preventive maintenance, the company representative observed that after a short period of time, the blood pressure readings and waveform would disappear from the unit's display and xxx would be displayed for sys.